Event description:
In 01/2001, the MFR received medwatch report (uf#340010-2001-0001) and the device from the facility that states the following: a pt with colon cancer receiving adjuvant chemotherapy. It was noted that the pt had a fracture in their device tubing and needed a new one for continued access. During removal of the malfunctioning one, the tubing was transected to remove the device. No further details are available at this time.